Manufacturer narrative:
The pipeline flex device will not be returned for evaluation as it remains implanted in the patient. The reported event could not be confirmed. An event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report of pipeline flex migration after placement. The patient was undergoing pipeline flex implantation in the treatment of an unruptured, saccular aneurysm in the left paraclinoid internal carotid artery (ica). The aneurysm max. Diameter was 14.8mm and neck width was 8.4mm. Vessel tortuosity is not available. It was reported that during the procedure, the physician did not place the pipeline flex in the desired implantation location; the pipeline flex migrated proximally. Due to the migration, an additional pipeline flex was implanted overlapping the first pipeline flex. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
Event description - additional information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: it was reported that the physician was unable to place the pipeline flex in the desired implantation location due to technical difficulty. The pipeline flex was placed distal to the desired location and migrated proximally. The devices were prepared as indicated in the IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.